Event description:
The user facility reported that a portion of the guidewire was sheared during a femoral artery angioplasty procedure. The following information was provided by the user facility: while attempting to advance a balloon catheter along the guidewire the physician encountered resistance and the patient "complained about some slight pain;" the physician then noticed that the balloon "had begun to shear off the coating of the wire;" the sheared coating "happened outside of the patient;" a portion of the coating was removed with a scalpel to allow for the balloon catheter to properly track over the wire; the wire was then exchanged for another stiff glidewire; and the procedure was completed without any patient complications.

Manufacturer narrative:
Results, conclusion: is based upon evaluation of user facility information and pictures of the involved sample; is based upon retain sample evaluation. The involved device is currently in shipment to the manufacturing facility for evaluation. However, photographs of the device have been examined. Examination of the pictures of the device confirmed that the guidewire's coating had been damaged and a portion had been removed. Evaluation of retained sample from the reported lot confirmed there were no defects or anomalies. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. The event description and appearance of the returned sample are consistent with damage to the guidewire due to manipulation against a hard, sharp surface during the procedure (presumably along the interior surface of the balloon catheter that was reportedly being used). There is no evidence that this event was related to a device defect or malfunction. The instructions-for-use do address the potential for such an event. The warnings/precautions section states that inappropriate manipulation of the glidewire under certain conditions (e.g. In conjunction with devices which contain metal parts) "may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).